Event description:
It was reported that when pulling back plunger it came out of barrel with a bd insulin syringe with the bd ultra- fine¿ needle. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: it was reported that when pulling back plunger, it completely came out of barrel.

Manufacturer narrative:
Investigation summary: customer returned 1 loose 1cc, 12.7mm syringe. Customer states that when he pulled on the plunger, it came completely out of the barrel. The syringe was returned with the stopper separated from the plunger rod and the plunger rod out of the barrel. A review of the device history record was completed for batch# 8274893. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 31oct2019, holdrege received (1) 1.0ml, 30g, 1/2in syringe from lot #8274893. Visual inspection of the syringe found the stopper separated from the plunger rod and remained inside the barrel of the syringe. The plunger rod tip was complete with no signs of damage. The plunger rod was reinserted into the stopper within the barrel. The plunger was exercised the plunger rod with the stopper attached was removed. There was silicone present on the rubber stopper. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly machine, the stopper can separate due to the friction between the barrel and stopper. Review of quality notifications and maintenance dispatches found no notification or dispatches related to this complaint. Unable to determine the root cause of the lack of silicone in the barrel of the syringe. CAPA pr666972 was implemented on 31oct2019 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel." H3 other text : see section h.10.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8274893. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that when pulling back plunger it came out of barrel with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: it was reported that when pulling back plunger, it completely came out of barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when pulling back plunger it came out of barrel with a bd insulin syringe with the bd ultra-fine¿ needle. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: it was reported that when pulling back plunger, it completely came out of barrel.